Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the introducer needle fractured while in the body. The customer¿s blood glucose level was unknown at time of incident. The introducer needle was no longer in the body. The customer did not received any medical treatment as a result of the sensor fracturing while still in the body. The sensor will not be returned for analysis.